Event description:
The physician was unable to pass the cavity integrity assessment (cia) test with two devices. Perforation was confirmed with diagnostic laparsocopy when doing d&c and hysteroscopy. Patient stayed ove5night at hospital.